Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, multiple right ventricular oversensing episodes were detected due to post paced t-wave oversensing. Reprogramming was recommended to resolve the issue. The patient was stable.